Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was priming his pump when he received the alarm. Customer's blood glucose level was 213 mg/dl. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for the high blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.